Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 rounds anti-tachycardia pacing (atp) and 6 shocks were given in the ventricular tachycardia (vt) zone. The patient spontaneously converted. The device experienced therapy exhaustion. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Device codes, impact codes, patient codes.

Manufacturer narrative:
Corrected fields: h6. Device codes, impact codes, patient codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 rounds anti-tachycardia pacing (atp) and 6 shocks were given in the ventricular tachycardia (vt) zone. The patient spontaneously converted. The device experienced therapy exhaustion. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 rounds of inappropriate anti-tachycardia pacing (atp) and 6 impropriate shocks. The device experienced therapy exhaustion. The device remains in service. No adverse patient effects were reported.